Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, would not inflate.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed separation in the exhaust tube of cylinder #1. Testing revealed this to be a site of leakage. The separation appears to be rough and irregular, indicating sufficient stress was exerted. A separation is noted near the strain relief/exhaust tube junction of cylinder #1. Testing revealed this to be a site of leakage. The separation appears to be dull and non-striated, indicating sufficient stress was exerted.. No functional abnormalities are noted with the pump or the reservoir. Quality concluded that while in-vivo both the exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. Quality concluded that the rough and irregular surfaces associated with the separation on the exhaust tube of cylinder #1 indicates that sufficient stress(s) was exerted on the serialized strain relief near the pump to separate the site while in-vivo. Additionally, quality concluded that the smooth and dull surfaces associated with the separation at the exhaust tube/strain relief of cylinder #1 indicates that sufficient stress(s) was exerted on the serialized strain relief near the pump to separate the site while in-vivo. Separations of this type could then allow the loss of fluid, making the device inoperable. However, quality is unable to determine if only one or both sites were the cause for the reported failure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.